Event description:
During a hysteroscopy, the plastic sheath came away at the tip upon insertion of a grasper. Another device was used to complete the procedure. There were no adverse pt consequences reported.